Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the cartridge was leaking during the night and resulted in an elevated blood glucose (bg). Cartridge placed in use 1 1/2 days ago. Insulin delivery was good up until yesterday afternoon. Bg was 150 mg/dl and climbed to 400 mg/dl within 1 hour. Patient continued to bolus. She changed site before bed. She felt ill during the night and bolused for bg of 415 mg/dl. Again, she woke not feeling well and bg was 430 mg/dl. She had moderate symptoms of headache, nausea, and thirst. Patient checked site and primed 1 unit to see if insulin was being delivered. No insulin came out. Patient rewound and primed tubing and found insulin leaking everywhere. Patient was doing this during the night with poor lighting, and is unsure of where the cartridge was leaking but reports out of the sides. The cartridge compartment was wet and her legs got soaked with insulin. Patient is always mindful and ensures the luer lock connection is tight. Patient denies any trauma to the cartridge and has discarded it. Bg is now 160 mg/dl with no symptoms, and patient is using pump for insulin delivery. The bg excursions do not meet the criteria for an adverse event. This complaint is being reported as the cartridge issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.